Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device design history shows that the design of the printed circuit board was changed on april 16, 2018 for the fact that the endoscope image was not displayed by combining this device with the 180 series endoscope. Olympus medical systems corp. (Omsc) assumed that the endoscope recognition failure was caused by the temporary malfunction of printed circuit board or flat cable. In addition, omsc also assumed that the event that the endoscopic image was not shown was caused by operational amplifier failure before design change. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at the service department of olympus (B)(4) and found followings; the unit did not work or there was no image of the 180 series endoscope as reported. A failure of the printed circuit board was confirmed. The lock function of the front socket was out of order. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the device did not recognize the olympus 180 series endoscope during preparation for use. There was no report of patient injury associated with this event.